Event description:
It has reported that experiencing an occlusion issue and went to the hospital as an emergency on an unknown date. The patient stated that they emptied their line and were transitioned to the solis pump at that time. The patient¿s overall mood had not been good for the past 90 days, and they were recently prescribed unspecified antidepressants last tuesday. The patient reported experiencing tiredness, excessive fatigue, and swelling in the ankles and feet. It was unknown whether the doctor was aware of these symptoms. The pump serial number and expiration date were unknown. Pump return tracking information was not available, and no photographs were provided. The pump position at the time of the alarm was unknown. The device was being used for continuous infusion; however, the set flow rate and volume delivered were unknown. There was patient involvement, and no harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.